Manufacturer narrative:
A DHR review was performed and no defects were found during the manufacturing of this lot. Biocompatibility has been established.

Event description:
A report was received on (B)(6) 2016 regarding a (B)(6) female patient stating that she had experienced a potential pyrogen reaction. Investigation determined that on (B)(6) 2016 the patient had a fever, chills, and vomiting one half hour into a routine hemodialysis treatment. The patient was admitted to the hospital the same day and was treated for suspected viral gastroenteritis. She was discharged on (B)(6) 2016. On (B)(6) 2016 the patient treated again with the system and within 30 minutes, had fever, chills, nausea and an increase in blood pressure. The nurse reported the symptoms resolved without intervention after several hours. The patient used pre-mixed dialysate for subsequent treatments before resuming therapy with the system on (B)(6) 2016.

Manufacturer narrative:
The returned product was evaluated and met all release specifications with no pyrogenic material identified. Investigation results support that there was no malfunction of the system and that the source of the patient¿s reaction was unrelated to the device in use at the time of the event.nxstage medical considers this report closed. No additional information will be provided.